Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 234265-2015-06029. It was reported the catheter froze on the guidewire. The physician placed v-18 control wire across the lesion on the right had side for femoral angioplasty. A 6.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) was advanced through the sheath, resistance was noticed while pushing the balloon over the guidewire. The balloon was able to be correctly placed and inflated in the lesion. The balloon was deflated and was noted to be froze on the guidewire. Both the balloon and guidewire were removed from the patient together. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger drug coated balloon (dcb) with the v-18 guidewire for related complaint. The guidewire was inside the guidewire lumen of the ranger dcb; as received. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded. The guidewire was protruding 55.5cm for the hub and 57cm from the tip of the ranger dcb. An attempt to remove the guidewire from the dcb was unsuccessful due to the dried blood in the lumen. The devices were soaked in a warm water bath to loosen the dried blood. After a couple weeks, the devices were removed from the water bath and separated with no resistance. The outer diameter (od) of the guidewire was measured with a calibrated laser micrometer. The od was .01751¿. The inner diameter (ID) of the catheter was measured at hub and distal tip with a calibrated pin gauge set. The ID was .018¿. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the catheter froze on the guidewire. The physician placed v-18 control wire across the lesion on the right had side for femoral angioplasty. A 6.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) was advanced through the sheath, resistance was noticed while pushing the balloon over the guidewire. The balloon was able to be correctly placed and inflated in the lesion. The balloon was deflated and was noted to be froze on the guidewire. Both the balloon and guidewire were removed from the patient together. The procedure was completed. No patient complications were reported.